Event description:
It was reported that during a hysterectomy procedure, the device came apart. Some of the pieces fell into the patient. They performed a hysterectomy to insure all pieces were removed. It is unknown what piece of the device separated.

Manufacturer narrative:
Date sent: 12/11/2007. Information is unavailable; device was not returned for evaluation.